Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to open brown (-5v) and main batt wires in the trunk cable. The trunk cable showed signs of physical abuse. The belt did not pass falloff testing. The root cause for the open wires was excessive force. There was no adverse event that resulted from the damaged belt.